Manufacturer narrative:
The age of the patient at the time of event is not clear. Date of birth was reported as 1947. The patient is 69 or 70 years of age. (B)(4). The reported device, flexor raabe guiding sheath, was returned for evaluation. Visual inspection of the device noted a hub separated and sheath showed no signs of separation. The flare was checked with an appropriate flare gauge and the inner diameter of the connector cap is within specification. No events related to the reported issue were found during a review of related manufacturing or quality records. Review of the associated device history record did not identify non-conformances that may be related to this reported incident. Based on exam of the returned device, a conclusive cannot be determined.

Event description:
As reported to customer relations: during an iliac/sfa procedure, the hub of the flexor raabe guiding sheath came apart as the sheath was over the wire. Another manufacturer's sheath was used to complete the procedure. Per additional information received on (B)(6) 2017, while retracting the flexor raabe guiding sheath, the hub came apart from sheath itself. It was stated the patient's iliac was tortuous. The sheath and stent were both removed manually over the wire. Another manufacturer's sheath was used to complete the procedure. No fragments remained inside the patient, the patient was unharmed. No additional details have been received.

Manufacturer narrative:
(B)(4).